Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a2; a3a; b5; d2b; d4; d9; g1; g3; h1; h4; h6. Complaint can be confirmed through the returned product analysis. The logs show the user restarted the device multiple times and there were controller connection errors. A review of rosa logs did not identify any software anomalies which may have contributed to the event. Per jira recommendation, the e-stop and ka4 relay were replaced but this did not fix the issue. The auxiliary robot power supply (arps) was replaced in the controller, and this allowed the robot to the connect to the arm successfully and the e-stop shuts down when it is fully depressed. However, the e-stop red led light will not turn off even when not engaged and the ka4 relay was also staying off. Jira has recommended to replace the e-stop assembly, but this part is currently unavailable and will be replaced when in stock. The reported products were reviewed for compatibility with no issues noted. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported the emergency stop will not disengage. They were unable to connect to the robot arm and had to abort the surgery. The patient was under anesthesia for a few hours, pinned in a headframe, and the headframe was attached to the robot. The procedure was rescheduled. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4) the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.